Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown that a fragment of about 50mm length is broken off from the received drill bit, the fragment was not returned for evaluation. The remaining cutting edges are completely blunt, there are nicks and dents all over visible. The breakage surface reveals a smooth surface. This confirms a sudden brittle fracture. All the present signs are evident enough to suggest that there was an intense usage of the drill including high bending load which led to a forced brittle fracture. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mechanical overload due to an excessive metallic contact as described in the event description. If more information is provided, the case will be reassessed.

Event description:
The patient underwent surgery using t2scn for a supracondylar fracture after tka. When drilling was performed to insert the most distal screw, the drill contacted the nail or peg and broke off at about 4 cm from the tip. Additional information received on 10/29/2021: the procedure was completed successfully with a surgical delay of 30 mins. The tip of the broken drill remained in the patient's bone.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The patient underwent surgery using t2scn for a supracondylar fracture after tka. When drilling was performed to insert the most distal screw, the drill contacted the nail or peg and broke off at about 4 cm from the tip. Additional information received on 10/29/2021: the procedure was completed successfully with a surgical delay of 30 mins. The tip of the broken drill remained in the patient's bone.